Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient's attorney that the patient alleges her mesh was explanted.